Manufacturer narrative:
Product event summary: the clinical data files were returned and analyzed. Data file analysis showed no system notices for the reported event date. The reported issue of air ingress could not be confirmed as the product was not returned for analysis. A clinical adverse event occurred during the procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, st elevation was confirmed through the electrocardiogram (ECG). Noradrenaline and sigmart were administered and the patient's condition recovered. Coronary arteriography confirmed that there was no anomaly. It was noted that therefore it was possibly considered to be a spasm in the coronary artery; however, the physician could not completely deny that air embolization resulted from the sheath and use of a competitor's product. The case was completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.